Event description:
It was reported that during a percutaneous coronary intervention, stent foreshortening occurred. Vascular access was obtained via the right femoral artery. The target lesion was located in the left main artery. A 3.50x24mm promus element plus stent was deployed at 15 atms for 7 seconds to treat the target lesion. The stent delivery balloon was removed. Angiographic images revealed the stent foreshortened 4mm. A 4.0x8mm non-bsc stent was advanced and deployed in the left main artery at 16 atms for 8 seconds. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by manufacturer: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the compliant device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).